Event description:
An endurant stent graft system was implanted for the endovascular treatment of a migrated stent graft. Vessel morphology at the time of implant is unknown. Currently the vessel morphology was reported as the aortic neck is 28 mm in diameter and 15 mm in length with severe aortic neck angulation greater than 70 degree. It was reported that on an unknown date the endurant cuff separated from the main body. There was no reported action or intervention taken. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; severe aortic neck angulation. Conclusion: anatomy related; severe aortic neck angulation.